Event description:
It was reported that the patient developed an infection. The device was explanted. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found normal device characteristics. (B)(4).